Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with diagnosis of a central island in the right eye following a standard lasik treatment. The patient received a standard lasik enhancement in the right eye approximately 4 months following the original treatment. The patient did not have any loss of best corrected visual acuity prior to the enhancement. Following the enhancement the patient's uncorrected visual acuity was 20/25 in the right eye at the one week post op exam.

Manufacturer narrative:
(B)(4). The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted. Placeholder.